Event description:
After the patient was intubated by anesthesia an anchor fast device was opened to secure the endotracheal tube. Upon opening the package it was noticed that the device was missing the front piece that attaches to the endotracheal tube. A second device was opened and used to secure the endotracheal tubing. Manufacturer response for oral endotracheal tube fastener, anchor fast (per site reporter): awaiting a call back from a representative so that they can take down the event and device details.